Event description:
A customer reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed the tips provided by technical support to prevent future occurrences and replaced the cartridge, which resolved the issue, allowing the pump to resume normal operation.